Manufacturer narrative:
Insulin pump received with an intermittent button response due to corroded keypad traces. No scrolling numbers anomaly noted. Insulin pump received with minor scratches on display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
Customer reported that the numbers on the screen of the insulin pump kept scrolling up when trying to deliver a bolus. Device was not exposed to moisture. Blood glucose value is 97 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.